Manufacturer narrative:
The lead was returned with no complaint report event. As received, only the distal end of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an internal insulation abrasion exposing the outer coil, located in the region between the suture sleeve tie impression and the cut end of the lead, caused by friction to the device can.

Event description:
This report is to advise of an event observed during analysis. External abrasion.